Event description:
Per fax, manifold assembly is sticking s/n (B)(4). Per independent repair center statement, unit displaying low o2 or yellow light. The key failure was the valve manifold for the manifold was sticking.